Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted after it displayed an elective replacement indicator (eri).